Manufacturer narrative:
The failure investigation has been completed. And the alleged charging issue was verified. Based on the analysis, the alleged unexpected shutdown could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the pump shut off unexpectedly. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer will continue to use the pump for continued insulin therapy.